Event description:
A customer reported an event of a "burnt rubber smell" (odor) emitting from the sterrad® 100s sterilizer. There was no report of any human reaction. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. An overdue preventive maintenance was performed and the catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service.

Manufacturer narrative:
Method: materials and chemistry evaluation. Result: degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR) , service history, failure mode and effects analysis (fmea), and risk analysis (sra). The DHR was reviewed and indicated no anomalies that could have contributed to the customer's experienced issue. The unit met specification at the time of its release. The service history was reviewed from september 24, 2014 ¿ march 23, 2015 and trending was not exceeded. The fmea was reviewed and confirmed the risk priority number (prn) is within acceptable limits. The sra was reviewed for exposure to toxic or corrosive material and was determined to be a "low" risk. No parts were returned for further evaluation. The assignable cause of the odor/smell issue was most likely due to an overdue planned maintenance. The unit had not been serviced for more than two years. The issue was resolved at the customer facility. The issue will continue to be tracked and trended.